Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 769067. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent revision procedure and was doing well postoperatively. Explanted devices were not returned per facility policy.